Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n276838002 implanted: (B)(6) 2012 explanted: (B)(6) 2026 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a medtronic representative regarding a patient who was receiving hydromorphone, 5mg/ml at 1.5 mg/day via an implantable pump for an unknown indication. It was reported that the patient has an active lifestyle, seroma developed with high activity levels. The pump was relocated from the right flank to the left flank, but the physician wanted to replace the catheter instead of trying to move to opposite side of body. The new catheter was implanted prophylactically and the old catheter was tied off and remains in the patient. No further information was reported, and the issue was resolved at the time of the report.